Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used for piggyback delivery of unspecified antibiotics. It was reported that after the secondary tubing sets were connected to one of the two upper clearlink ports on the primary tubing sets, no flow was noted. The tubing sets were replaced and the therapies were initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).